Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the colonovideoscope had white foreign material found in the jet tube. There were no reports of patient harm.

Manufacturer narrative:
Updated d8 and h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. The foreign material may have been unremoved because the device was not reprocessed properly due to a leak from the connector. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual, chapter 3, preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5: reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.